Event description:
Pt picks up their small cylinders from their a home healthcare company. Pt was going away to visit relatives in another state so they picked up several small cylinders and several e. Cylinders for the car. When they got to destination the tanks were nasty, out of test date and no lot numbers on the bottles. The company, out of town, told pt to make sure they told the company about these issues when they returned home. Pt went to home health care company and told the lady about the tanks. She was very nasty to pt and told pt not to worry about it. Pt's worried about it and is concerned for other customers who may be getting bad oxygen tanks. Pt called the main office and told them the problem, they referred pt to their oxygen filling station. Pt called them and was told a man would call them back. They never called back. Pt is going to change companies.